Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for routine device check. Upon device interrogation episodes of auto mode switch were observed; upon further investigation noise on the atrial lead was noted. The noise could not be reproduced via isometrics. There were no other electrical anomalies. No intervention was performed; the patient will be monitored normally.